Manufacturer narrative:
Added: d3, d6a, d6b. Corrected: d1, h3. The cause of the purge disc not detected alarm on ic2845 was a broken mechanical lever within the purge pressure sensor.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial report and therefore section b1 was corrected, repopulated accordingly to align with the reported event. G2 user facility was inadvertently omitted on the initial report and therefore was corrected.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Event description:
An impella cp device was inserted via the left femoral artery in a 77-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci), with a medical history significant for coronary artery disease, diabetes mellitus, and renal insufficiency. During a cardiac catheterization laboratory in-service, it was reported that prior to staff arrival on a recent case, the automated impella controller (aic) failed to recognize the purge disc. As onsite support was not yet present, the clinical team exchanged the aic. The failure was later identified when the team requested guidance regarding console management. The reported events include purge disc not detected, device revision or replacement, and hemodynamic instability. The impella cp is conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the console exchange; however, the exchange was performed without consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.